Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out after the placement.

Event description:
It was reported that the foley catheter fell out after the placement.

Manufacturer narrative:
The reported event was unconfirmed - problem could not be reproduced. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 70:30. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Drainage lumen was flushed, and no leaks were observed. This meets specifications due to balloon fill being complete with no holes or tears. This meets specifications due to no holes or damage being found on the shaft during testing. Active length of the catheter balloon was measured (0.6880") and found to be within specification (0.60" - 0.90") . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.